Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. UDI # - (B)(4). Concomitant medical product: comprehensive reverse shoulder glenosphere catalog #: 115310 lot #:296010, comprehensive reverse baseplate + adapter catalog #: 010000589 lot #: 305540, comprehensive reverse central screw catalog #: 115395 lot #: 485030, comprehensive fixed locking screw catalog #: 180551 lot # 358330 (qty 2), comprehensive fixed locking screw catalog #: 180551 lot #: 358350, comprehensive fixed locking screw catalog #:180550 lot #: 280260, comprehensive central screw drill bit catalog #: 405883 lot #: 442530, comprehensive mini humeral stem catalog #: 113631 lot #: 894140, comprehensive humeral bearing catalog #: xl-115363 lot #: 488870, palacos cement catalog #: 00-1113-140-01 lot #: 83194475. This is 2 of 2 reports being filed for the same patient (reference 1825034-2017-00291 / 00292).

Event description:
It is reported that during a reverse shoulder procedure, the locking ring did not continue to wiggle after the bearing was inserted. A new tray and bearing were unavailable, so the locking ring was replaced with a replacement locking ring of the same size that experienced the same issue. This second ring was used to complete the procedure due to lack of other options. The surgeon does not know if this will cause future issues.